Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Package was visually examined. It was noted that the device was not fully seated into the package and the anvil was pressed up into the tyvek; the blister was warped. It appears that something struck the tyvek over the anvil and the tyvek showed some impact damage from the outside in. Damage was examined under microscope and no perforation of the tyvek was evident. Package was tested using methylene blue and solution did not bleed through tyvek, confirming that there was no hole through the tyvek. Complaint event was not confirmed. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that during set up for an unknown procedure, when the tech reviewed the package to open, there was a hole in the tyvek and the device was poking out at the end. Another device was used to set up for the case. No patient involvement was reported.